Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon investigation the trunk cable connector was physically damaged, the lateche was broken, and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. There was no adverse event or death associated with the belt malfunction.

Event description:
03/16/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor returned a patient's electrode belt and reported that the patient experienced a service code 204 (belt/monitor unusable).